Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Severe char on the metal cap and moderate devitrification of the output window were also observed. The cap adhesive zone was found to be heated to the point of burning, resulting in the fiber/glass cap pushed slightly forward within the metal cap. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, charring of the fiber tip was observed and the laser system went into standby mode several times. The procedure was completed using a second fiber. Outcome: "no damages to the pt".